Manufacturer narrative:
The reported device was not returned; however, a receiver (sn (B)(4) / mfg date: 11/02/2012) was returned for evaluation and there was no issue detected.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal. A receiver (sn: (B)(4)) was also returned for investigation but no defect was found.